Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to patient discomfort. The reporter stated the patient had iritis, due to possible reaction to the drops used or a suture. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Pt weight: unk. Date of event: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned dry and there was evidence of reddish residue on the lens surface. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, it is unlikely that the icl was the cause of this adverse event. Every icl undergoes a steam sterilization process. Before releasing the lens, quality department verifies the following for each icl lot: sterilization cycle parameters (time, temperature and pressure) must be met. Biological indicators used for every sterilization batch must be in accordance with specifications to demonstrate sterility. Lal testing must be in accordance with specifications to ensure that the product is free from any endotoxin. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted one week postoperatively to address patient discomfort (not confirmed iritis) caused by procedure related factor (either by a suture or prescribed eye drops as a part of standard postoperative care). No reported problem with the icl or loss of bcva. According to the report by a nurse, dated on 4/1/2014, the implantation of another icl (same size and diopter) was planned in the near future. Additional information has been requested from the implanting surgeon but not received yet. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).